Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149779 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m149779 , test base part number 190-430 / lot: m149779 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149779 showed that the complaint rate is 0.002% . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with their now covid-19 assay performed on (B)(6) 2021 on a direct tested nipro sponge s nasopharyngeal swab. Repeat testing was not performed. (Wako mutas) (B)(6) 2021 pcr confirmation testing was performed and generated negative results. The next day tested with another pcr (wako) and tested negative. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. The customer reported it is unknown if there was any impact to the patient's treatment. There was no patient harm.